Event description:
During a da vinci-assisted sleeve gastrectomy procedure, the instrument had stapling issue involving a sureform 60 stapler instrument. While firing a blue sureform 60 reload, the blade started pushing out the tissue. The stapler reload fire was completed; however, misaligned staples were observed and tissue was ripped. Additionally, a hole in the posterior portion of the stomach was identified. Also, there was a 5-10 minute delay while the surgical staff was grabbing another stapler instrument. The surgeon used a backup sureform 60 stapler instrument and stapled medially to the tear. The surgeon was able to complete the procedure. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: when the event occurred, the surgeon was firing on the body of the stomach. The surgeon stated there were no pauses for compression and no system-generated errors. The surgeon did confirm that the tissue was not thick. The stapler instrument fired; however, one-third into the fire, the tissue was pushed out and a hole in the stomach tissue was left. Furthermore, some staples were dumped. One-third of the staple line was formed and embedded in tissue; the remaining staples were loose, and some were malformed. The surgeon confirmed that the stapler did complete the fire. The dumped staples were retrieved. The surgeon then used a backup sureform 60 stapler instrument and stapled medial to the incomplete staple line. The surgeon did confirm there was no leak. The surgeon said he used a bougie; however, it was not too close to the staple line. The sleeve was made a little tighter than intended; however, he confirmed that it would not impact the patient. The surgeon said the products should be returned to isi for evaluation. There are no images or video recordings for review.

Manufacturer narrative:
Based on the information provided the cause of the customer reported failure mode cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Isi has received the blue sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track with several staples wedged into the knife-edge and garage track. The root cause is attributed to a component failure. The reload was found to have a firing failure. A log review showed that this reload was fired partially using da vinci system sk1835 on 27-jul-2022. An additional observation not reported was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed the user. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The logs showed 1 firing failure due to high torque. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue using a test sheet. Staple formation was proper. An isi advanced failure analysis engineer (fae) performed a stapler log review. Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l90220222-0249) was installed 3 times and fired three reloads (1 black, followed by one green, followed by one blue). The first two firings were completed per the logs, with 1 and 0 pauses for compression. The 3rd firing resulted in a firing failure at 99% completion with no pauses. The logs show error code indicating a firing failure occurred with this instrument. There were no incomplete clamps by this instrument. The second sureform 60 stapler instrument (part #480460-09, lot #l90220222-0246) fired three reloads (all blue). All firings were completed per the logs with 0 or 1 pause. There were no incomplete clamps by this instrument. There are no images or video recordings for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. There were some misaligned staples, a hole in the posterior portion of the stomach, and ripped tissue. The surgeon used a backup sureform 60 stapler instrument and stapled medially to the tear.